Manufacturer narrative:
Concomitant medical products: 4968-35 x2 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was unintentionally programmed to emergency pacing mode which cause the device battery longevity to decrease very rapidly from nearly eight years down to eleven months. The patient was brought in for device reprogramming and the device remains in use. No patient complications have been reported as a result of this event.